Event description:
A malfunction alarm on the pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the malfunction appeared again, which they acknowledged and understood.